Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that patient experienced a skin irritation on (B)(6) 2015. Patient's mother stated that the patient developed a rash and infection under the sensor patch adhesive. The patient was taken to the dermatologist on (B)(6) 2014 and was prescribed topical triamcinolone cream. At the time of contact, the patient's mother did not report any further medical intervention and the patient was in good health.

Manufacturer narrative:
(B)(4).